Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) displayed a longer than expected charge time after only three months of implant.